Event description:
A malfunction alarm was reported, identified as malfunction code 12. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further problems.